Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, although thumb advancer deployment was not smooth, distal deployment was completed and the starclose se device clip was deployed. The operator reported that during thumb advancer deployment it felt like the device was `skipping' or `stuttering,' excessive resistance was not felt. When the device was removed, bleeding continued and the starclose se clip was noted to be deployed on the distal end of the device. Manual arterial compression and a topical hemostatic bandage were used to achieve hemostasis. There were no reported adverse patient sequelae. The operator stated that he did not believe the delay in the procedure was clinically significant. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. In addition, seven, unused, sterile, representative starclose se devices with the same part ((B)(4)) and lot number (20503k1) as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. Based on the visual inspection and functional testing of the returned devices, there is no indication of a product deficiency. The reported experience could not be confirmed based on evaluation of the returned, unused devices. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. Additionally, seven unused, sterile, representative devices with the same part/lot number as the complaint device were returned for evaluation. A follow-up report will be submitted with any additional relevant information.